Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa. After the closure device was deployed in the patient, their blood pressure dropped. The patient was noted to have a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and drained 500ml of fluid. The effusion was not resolved, and the patient was brought to surgery where they underwent a thoracotomy to treat the effusion. The patient was stable following the surgical intervention. It was further reported that the barbed anchor of the closure device had pierced the laa. Also, the patient remained in the hospital for 17 days recovering from this event. The patient has since been discharged fully recovered.

Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa. After the closure device was deployed in the patient, their blood pressure dropped. The patient was noted to have a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and drained 500ml of fluid. The effusion was not resolved, and the patient was brought to surgery where they underwent a thoracotomy to treat the effusion. The patient was stable following the surgical intervention.